Event description:
This complaint is reportable based on the preliminary analysis completed on (B)(6) 2012. It was reported that during preparation for a percutaneous coronary intervention procedure the guide wire was kinked. The 185cm pt² j tip guide wire was being unpacked when it was noted that the tip was kinked and nearly broken. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that the distal end of the wire is missing.

Manufacturer narrative:
(B)(4). Visual inspection was performed, it was observed that the distal part of the wire is fractured at 183.2 cm from the proximal end, additionally the distal end is bent in the last 2 cm. The proximal end of the wire is kinked at 0.7 cm from the proximal end. The returned device was sent for external analysis to determine the fracture failure mode. The external lab returned the following results: failure occurred due to a fatigue event followed by a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).